Event description:
The manufacturer became aware of a rep dreamstation auto CPAP device alleging symptom of nose irritation, dizziness and headache. There was no report of patient harm or injury. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.

Manufacturer narrative:
In the previously submitted report section h (type of reported complaint) was incorrect. Type of reported complaint has been corrected in this report as product problem.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2023-17794. This report was submitted as a duplicate report of the previously submitted report.